Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during the basic occlusion test due to protruded and loose drive support disk. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported the insulin pump alarmed compromised force sensor system. Customer was attempting to prime a new set when the device alarmed. Customer's blood glucose was 7.0mmol/l. Customer stated the device was not dropped or bumped prior to the alarm. The drive support cap was sticking out and it has never been pressed by the sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.